Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: event summary: upon delivery of a loaner system it was noticed that the plates could be connected with the target device with difficulty or not at all. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: visual examination: the targeting guide was returned for investigation. The mentioned plates in the complaint description have not been returned. The visual examination shows that one rod in the connection area is damaged and also bent. The associated plate head will be inserted between the two rods of the targeting guide (connection area). The targeting guide in general shows signs of usage even it was reported that this is a new device from the stock. A functional test with a v-tek plate (right) ref 28.10.109 lot 15308 was performed. The functional check showed that it was not possible to place the pate onto the targeting guide. The plate head could not be placed on the rod which is damaged and bent. An additional functional check was done with another targeting guide with the same ref 28.10.130 and lot 291b14 and using the v-tek plate (right) ref 28.10.109 lot 15308. The plate could be inserted without any difficulties. Root cause determination using rmw: instrument/part does not fit to compatible components due to wrong design of instrument connection . => not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. Deterioration in function due to wrong, inadequate maintenance. => possible, it is possible that the targeting guide had a wrong maintenance. Dysfunctionality / malfunction of defective device and instruments due to inadequate transportation condition, or wrong handling during transportation imposed by user and/or the environment. => possible, a wrong handling during the transportation could be also possible. Dysfunctionality / malfunction of defective devices and instruments due to mishandling of device by user. => possible, a mishandling of the device is possible. Inability to install the instrument and place the plate, damage of instrument and implant, extended surgery time due to wrong choice of impact/drill device (targeting guide). => possible, as no detailed information was provided, this point cannot be excluded. Conclusion summary: the returned targeting guide was investigated. The visual examination showed that one rod in the connection area for the plate head was damaged and bent. Therefore, it was not possible to place a right v-tek plate onto the targeting guide. The placement of a left v-tek plate was possible. Based on the given information and the results of the investigation, we could identify a root cause for this issue. The plate (right) could not be inserted due to the damages on the rod of the targeting guide. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review but it is mentioned by complainant that it will be returned. X-rays or other source documents were not provided for review. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the targeting guide could be connected with the target device (plates) only with difficulty or could not be mated at all. No patient's involvement has been reported.